Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol optic was found damaged after insertion. The procedure was completed with the same iol and no patient harm. Additional information received states the filling amount of viscoelastic was sufficient.

Manufacturer narrative:
Additional information provided in h.3 and h.10. The lens was not returned. A photo of the lens while inside the eye was made available to view. The optic showed an anomaly that appeared to be lens optic damage. Based on the photo, the area was similar in appearance to a long scrape mark. This area was near the optic edge and extended across a portion of the central optic rings. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used with the lens. Based on the photo, there appeared to be optic damage. The optic damage appeared similar in appearance to handling related damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited in the photo would not have met release criteria. Based on our observation with the photo and the review of the manufacturing product history records, it can be reasonably concluded that the damage is not manufacturing related. It is difficult to make a final determination without the physical sample. The manufacturer internal reference number is: (B)(4).